Manufacturer narrative:
The device was discarded and is not returning. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed due to groin bleeding, requiring intervention. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 3-4, with a restricted posterior leaflet and dilated left atrium. The steerable guide catheter advanced without an issue, and one mitraclip was implanted. Mr was reduced to grade 1-2. There was no issue or difficulty noted. Overnight, the patients hemoglobin dropped to a critical level and bleeding at the groin region was observed. Surgical cauterization was performed to stop the bleeding and a blood transfusion was provided. The event did not require prolonged hospitalization. There was no additional adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hemorrhage, as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported hemorrhage was likely a result of post-procedural conditions. The reported anemia (drop in hemoglobin) was likely a secondary effect of the hemorrhage. The reported surgical intervention and unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.